Event description:
It was reported that the insulin pump got a blank display after a battery change. The customer had tried 5 different fresh batteries and the insulin pump alarmed fail battery test. The customer removed and reinserted the same battery which resolved the issue. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).